Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an iui caught fire and burned on the right side of the pump module. The hand pump (bulb) on the rapid infusion bag that was mounted on the same IV pole above the lvp and pcu was melted into a small ball on the floor as a result of the fire. There were no fluids infusing in either the rapid infusion bag or the damaged channel at the time of the event, however fluids were running through other channels on the pump. The customer reported the patient slept through the entire event and was not harmed.

Manufacturer narrative:
The customer's report that the iui burned was confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. Thermal damage on the right iui connector was noted, and the release latch was sticking in the open position. The pcu event log from the returned pcu does not have any entries for the reported event date and the log does not have any entries for the suspect pump module. Analysis of the pump module event log shows that at 6:24pm on (B)(6) 2016, the module was attached to a different pcu as unit b and powered on. There were no further entries after the power on event and the log does not show the device was powered off or disconnected. The error log for the module does not have any entries on or near the reported event date. Functional iui testing was performed and the device failed the test. The pump module¿s right (male) iui was observed to have thermal damage and a crack in the black plastic housing, and was shorted out. The cause of the burned iui was not identified, however the cause of the observed thermal damage was identified as a short in the pump module¿s right iui.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported an iui caught fire and burned on the right side of the pump module. The hand pump (bulb) on the rapid infusion bag that was mounted on the same IV pole above the lvp and pcu was melted into a small ball on the floor as a result of the fire. There were no fluids infusing in either the rapid infusion bag or the damaged channel at the time of the event, however fluids were running through other channels on the pump. The customer reported the patient slept through the entire event and was not harmed.